Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that defibrillation threshold (dft) test was performed and shock impedance measurements of 91 ohms were obtained. The physician opted to continue to monitor. No additional adverse patient effects were reported. This device system remains in service.